Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 18cm x 12mm ipp cylinders with pump were implanted. The original reservoir was not explanted and was retained. It was further reported that the cylinders and pump were replaced because the previous device was too short. The patient wanted a longer device.